Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Additional reinforcement material was no used in conjunction with the device. The surgical procedure was robotic video assisted thoracoscopy. Patient initials are (B)(6), age is (B)(6) years old and the patient is female. The last known patient status is unknown.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: a couple loads did not fire when on the stapling handle. No patient harm the staples did not fire. The staff threw away the stapling loads after the case. The same stapling handle was used for other stapling loads and worked. So it was just the stapling loads that did not work. The staff did not record the stapling load or stapling handle lot numbers. No further information was given. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.